Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined since no sample material from the patient was available for further investigation. Troponin I and troponin t are different analytes having different intended uses. In general, an elevated troponin t result and a negative troponin I result are clinically possible. However, the difference in the result was very high. Therefore, an interfering factor cannot be completely excluded.

Event description:
There was an allegation of questionable troponin t hs elecsys result from cobas 6000 e601 module serial number (B)(4). The patient was allegedly being tested for troponin t for scientific reasons as he had myositis with reportedly constantly elevated levels for ck but normal levels for ckmb. The manufacturer of the ck and ckmb results was not provided. The results were reportedly positive for troponin t in a case of a cardiac inconspicuous patient that allegedly also had a negative troponin I result from another manufacturer. Over a period of weeks, the patient allegedly constantly had a troponin t result around 1000 ng/l while the ECG findings were normal/negative. Based on the elevated troponin t results, the patient allegedly had a catheter examination yielding negative results. No adverse event was reported after the performed catheter examination. This MDR is being submitted in an abundance of caution.